Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer noted that the cartridge was cracked and insulin was leaking. The cartridge was changed. The customer then received a cartridge 1 alarm. Another cartridge was used and a minimum fill notification and an altitude alarm were received. The customer's blood glucose (bg) level ranged from 162 to 320. A correction bolus was delivered to address the bg level. The customer was to use insulin injections to manage diabetes.